Manufacturer narrative:
Additional components potentially involved in the event include: common device name: drg slim tip lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(4), batch: 6840457.

Event description:
It was reported the patients stimulation was auto reducing due to an impedance issue on one of the leads. As a result, surgical intervention was undertaken wherein the leads were explanted and replaced. Investigation was unable to determine which of the leads was affected.

Manufacturer narrative:
The report event of autoreducing was confirmed. As received, visual inspection showed the returned lead (a) found a kink on the outer tubing and all the internal lead wires being broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.

Event description:
Related manufacturer reference number: 1627487-2023-00327. Additional information was reported the right side lead was explanted along with the auto reducing left side lead as a precaution. Investigation of the device post explant determined the lead was fractured.